Manufacturer narrative:
The biomed stated he replaced a circuit board but didn't know exactly what board was replaced to repair the bed.

Event description:
The biomed alleged the head up, chair in and trendelenburg functions are not working on the bed. He has replaced the footboard but the problem remains.